Manufacturer narrative:
The user facility submitted medwatch mw5109215 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during chemotherapy. It was stated, that the line was infusing but 1 hour into infusion bag, the fill was larger than would have been expected. At completion,the pump stated 808ml had been infused from a 530ml bag. Pump was removed from circulation and information, start/stop time and amount infused was documented. There was no report of patient injury or medical intervention associated with this event. No additional information is available.